Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer stated, she was hospitalized with a blood glucose reading of 204 mg/dl. The customer stated the insulin pump delivered a 9.9 unit bolus prior to the event while she was sleeping. The customer stated she did not press any buttons during her sleep. Nothing further was reported.